Manufacturer narrative:
Additional info: visual review confirms rod breakage. Optical and dimensional examination showed damage and smearing noted on fracture surfaces. No pre-existing surface defects were identified that could contribute to the breaks. Dimensional inspection confirms conformance to print specification. After visual, optical and dimensional inspection, no evidence was found that would suggest a defect in manufacturing or processing of the implants. The above observations are consistent with failure due to cyclic fatigue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Image review:post op x-ray for t10-l5 posterior spinal fixation shows rod fracture at l3-4. This occurred during patient motion and is likely the result of failure of fusion at this lower lumbar level. Hardware placement otherwise appears appropriate. Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with scoliosis and back pain and underwent scoliosis correction from t10 to l5 and laminectomy t12-l4. Post-op, rod breakage was observed after patient's lateral bending movement. Pain was observed as the result of the event. Broken rod replacement was performed due to the event. No fragments of the broken part remained in the patient.